Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had 2 knee replacements with the most recent one being in 2017. Following that 2017 surgery the patient noticed their charging schedule changed to charging every 3-4 days and the battery was getting warm during the charging session. Then about 4-6 months ago the patient noticed their pain was getting worse and that the implantable neurostimulator (ins) stopped working. They tried charging but it would not take a charge. It was noted that the patient had attempted a physician mode recharge (pmr) without the knowledge of the representative or hcp and without success. There was an alleged over discharge. The patient stopped feeling stimulation approximately 4-6 months ago. The manufacturer representative was unable to achieve communicate with any of the external devices. The last charge was over 6 months ago. They were unable to get the device to charge. Antenna locate (al) was performed on the day of the call by the representative and gave resulted of 70 out of 60-70 range. The representative was going to att empt more pmr sessions. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative stating that the cause was unknown. The ins was able to be brought out of overdischarge. No further complications were reported.